Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, physician ablated lspv, then made comment the wire felt sticky and hard to maneuver to lipv, additionally, during flower formation one spline was slightly off plane. Guidewire - stuck was mentioned as a failure mode. No tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed as normal. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the guidewire was not stuck within the catheter just some resistance felt that the physician described as "sticky", also no issues were noted on preparation. When the first guidewire was removed it could be moved in and out of the catheter but still felt the same weird sticky feeling. Once a new catheter was pulled and using the same second opened guidewire was when we were able to fix the problem. The guidewire remained within the catheter and packaged back together.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, physician ablated lspv, then made comment the wire felt sticky and hard to maneuver to lipv, additionally, during flower formation one spline was slightly off plane. No tissue was seen at the tip of the catheter or guidewire; the guidewire could not be removed as normal. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, physician ablated lspv, then made comment the wire felt sticky and hard to maneuver to lipv, additionally, during flower formation one spline was slightly off plane. Guidewire - stuck was mentioned as a failure mode. No tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed as normal. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that the guidewire was not stuck within the catheter just some resistance felt that the physician described as "sticky", also no issues were noted on preparation. When the first guidewire was removed it could be moved in and out of the catheter but still felt the same weird sticky feeling. Once a new catheter was pulled and using the same second opened guidewire was when we were able to fix the problem. The guidewire remained within the catheter and packaged back together.